Manufacturer narrative:
As reported, the 2mm x 15cm saber percutaneous transluminal angioplasty was delivered to the lesion below the knee. However, it was inflated and ruptured at eight atmospheres. The lesion was noted to have mild calcification and mild tortuosity with 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). The device was removed intact from the patient. The device was replaced with a non-cordis device. There was no reported injury to the patient. The product was stored properly per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages prior to inserting into the patient. The device was prepper per the IFU and was able to maintain negative pressure. There was no resistance/friction while inserting the device through rotating the hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The product was not returned for analysis. A product history record (phr) review of lot 82227837 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification and tortuosity with 90% stenosis may have contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 2mm 15cm saber was delivered to the lesion below the knee. However, it was inflated and ruptured at 8 atm. The device was removed intact from the patient. The device was replaced with a non-cordis device. There was no reported injury to the patient. The product was stored properly per the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages prior to inserting into the patient. The device was prepper per the IFU and was able to maintain negative pressure. There was no resistance/friction while inserting the device through rotating the hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The device crossed the lesion without difficulty. The catheter was never in an acute bend and was never kinked during use. The lesion was noted to have mild calcification and mild tortuosity. The lesion was a 90% stenosis. The device was not being used to treat a chronic total occlusion (cto). The device will not be returned for evaluation.